Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 12-mar-2020.

Event description:
The customer reported the remote alarm connector is not working. The nurse call connector appears to be loose. There was no patient involvement. The manufacturer's technical services confirmed the reported issue. The customer was provided with the part number for the cpu (central processing unit). The customer replaced the defective cpu to address the reported problem. The unit successfully passed the required performance verification test.

Manufacturer narrative:
G4: 14jul2020 b4: (B)(6) 2020 the (central processing unit) cpu (assy, pcba,cpu,v60) was returned to failure investigation (fi) for evaluation. The remote alarm connector is damaged from blunt force, and part of the housing is separated. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Customer complaint verified. Root cause is physical damage to remote alarm connector j1. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.